Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed no image, and 180 scopes were not working with this unit, resulting in a black image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed there was a failure of the patient board set, and from this, it is presumed that due to failure of the patient board set, the phenomenon ¿the image is not displayed¿ occurred. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.